Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being disconnected from the system controller (serial number: (B)(6)) was confirmed via log file analysis. It was reported that the patient passed away on (B)(6) 2024. Data from the log files spanning approximately 10 days ((B)(6) 2024) was reviewed and showed the controller functioning as intended while the driveline was connected. The driveline was disconnected from the controller on (B)(6) 2024 at 04:53. Attempts to obtain additional event information were made, but no response was received. It is not known if the patient outcome was considered to be related to the device. No equipment was returned for analysis. The root cause for the reported events of the driveline disconnect and patient death could not be conclusively determined. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault and low flow alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient coded on (B)(6) 2024 and passed away. Log file review revealed low flow events on (B)(6) 2024. There were low power hazard and no external power events on (B)(6) 2024 between 04:52:41 and 04:52:54 caused by power to the mobile power unit (mpu) being interrupted. The driveline was disconnected on (B)(6) 2024 at 4:53:09 and the pump stopped. Prior to the driveline being disconnected, the pump was operating at speeds between the set speed and low speed limit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.